Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the blade (a) was returned with the distal tip broken off at the base and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. Blade (b) was returned with the distal tip broken off at the base and missing. The device showed no signs of stress or scratches. The identified blade damages may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during an unknown procedure, the device gave a solid tone. Case was completed with a like device with no patient consequence.